Event description:
The ventilator was originally returned to the field service ctr for a scheduled preventative maintenance. It was reported that when the field service tech was checking the nurse call jack, no change is detected in resistance (of cable) when switching from a no alarm situation to an alarm situation. The ventilator alarmed as appropriate. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na